Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic, laparoscopic left total hysterectomy (lap lth), while patient was sedated under general anesthesia, the tip of thunderbeat device fell into the patient¿s abdominal cavity. The tip was successfully retrieved using forceps, causing a 2-minute delay in the procedure. The procedure was completed with an olympus back-up device. No injury or harm resulted from the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.